Event description:
It was reported that while holding a bd vacutainer plastic urine collection cup, a clinician's thumb accidentally pressed through the foil cover and was stuck by the needle used to penetrate the urine collection tube. The clinician received a tetanus shot and bacitracin was applied on the cut.

Manufacturer narrative:
It is unknown is a sample is available for evaluation. If a sample is received, a supplemental report will be filed. Also, a review of the device history records could not be performed as a lot number for this incident was not provided. (B)(4).